Event description:
It was reported that during a clinic visit, decreased sensing and noise were noted and externalized conductors were seen via fluoroscopy. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.